Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for an unknown indication for use. On (B)(6) 2017, the patient rang the pain clinic and reported an alarm occurring at a 10-minute interval. The patient arrived at the hospital and their pump was interrogated by a pain nurse. Logs were read as diagnostics/troubleshooting and the pump was in motor stall and had been going in and out of motor stall intermittently for "some time". Incomplete logs provided indicated intermittent motor stalls and recoveries occurred on (B)(6) 2017. The first entry shown in the logs was 1a (motor stall recovery occurred), but the date and time was unidentifiable. The cause of the motor stall/recoveries was unknown. The patient was put on parenteral opioids. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient's status at the time of this report was alive - no injury.

Manufacturer narrative:
(B)(4).

Event description:
On 2017-feb-09, additional information was received from a foreign manufacturer representative (rep). It was reported the patient had complained of increased pain when they first got back to (B)(6) (the patient lived about 2,000 km's away). It was reported the rep did not know when the motor stall first occurred, but logs received indicated the first motor stall occurred on (B)(6) 2017 at 20:06 with a stall recovery on (B)(6) 2017 at 20:19. Additional motor stalls and recoveries were recorded as follows; motor stall occurred on (B)(6) 2017 at 11:29, motor stall recovery occurred on (B)(6) 2017 at 11:40, motor stall occurred on (B)(6) 2017 at 12:50, motor stall recovery occurred at 13:51, motor stall occurred (B)(6) 2017 at 18:51, motor stall recovery occurred on 19:12, motor stall occurred on (B)(6) 2017 at 01:32, motor stall recovery occurred at 02:05, motor stall occurred on (B)(6) 2017 at 13:07, motor stall recovery occurred on (B)(6) 2017 at 13:48, motor stall recovery occurred on (B)(6) 2017 at 15:41, motor stall occurred on (B)(6) 2017 at 18:35, motor stall recovery occurred on (B)(6) 2017 at 18:42, motor stall occurred on (B)(6) 2017 at 10:02, motor stall recovery occurred at (B)(6) 2017 at 14:33, motor stall occurred on (B)(6) 2017 at 09:41, motor stall recovery occurred on (B)(6) 2017 at 09:50, motor stall occurred on (B)(6) 2017 at 10:56, motor stall recovery occurred on (B)(6) 2017 at 11:57, motor stall occurred on (B)(6) 2017 at 13:57, motor stall recovery occurred on (B)(6) 2017 at 14:19, motor stall occurred on (B)(6) 2017 at 13:55, motor stall recovery occurred on (B)(6) 2017 at 14:28. The pump was used to deliver morphine (1.0 mg/ml at a dose of 0.4003 mg/day) and normal saline (8.5 mg/ml at a dose of 3.4024 mg/day). A replacement was booked for next (B)(6).

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial #(B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.